Event description:
The customer observed smoke coming from the architect c4000 analyzer. The customer indicated there was a sizzling sound and then a puff of smoke was visible, leaving the computer unresponsive. It was documented that there was no injury to the instrument operator and they were wearing ppe.

Manufacturer narrative:
(B)(4). Further investigation of the customer issue included a review of the complaint text, field service review on site, review of service history, a search for similar complaints, and a review of labeling. Field service identified the cause of the smoke to be the scc power supply. Field service noted that the scc ventilation was blocked because it was too close to the wall. Field service replaced the scc power supply which resolved the issue. A review of the customer instrument service history verifies this is the sole complaint involving smoking or burning odors and no subsequent reports have been received since field service replaced the scc power supply. A tracking and trending review was completed; no adverse trend for smoking/burned/sparking for the scc power supply was identified. Labeling was reviewed and it was determined that adequate instruction as to the specific requirements for instrument clearance specifications are provided. Based on the available information no product deficiency of the architect c4000 analyzer, list number 02p24, was identified.